Event description:
During a bladder tumor resection procedure, a ceramic insulator from sheath broke into two pieces inside of the pt's bladder. The smaller piece was removed without incident, but the second piece and largest piece damaged tissue of the ureter and urethra upon withdrawal, causing swelling to both the penis and testicles. Subsequent attempts to rescope pt were unsuccessful; therefore, a suprapubic catheter was placed by surgeon. Pt will be monitored for bleeding and went to ICU. Plan to rescope when symptoms resolve.